Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) via the healthcare provider (hcp) reported that the patient was having strong parasthesias at low voltages, so the lead was removed. A new lead was implanted on (B)(6) 2016 and the issue was resolved. The patient will be programmed in the outpatient clinic in the next few weeks following date notified. There were no device allegations related to this event. Indication for implant is unknown.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v320478, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on february 21st 2011 issue where his right hand symptoms changed/worsened after his second implant was put in on his left side. The patient noted his healthcare professional (hcp) tried several reprogramming sessions including speaking with manufacturer techs about it and resetting back to the initial settings, which at one point made things worse. The patient found a new hcp, who suggested a lead revision. A manufacturer representative (rep) reported on july 6th 2016 the patient had a lead placement. The rep stated the patient was having strong parasthesias at low voltages so lead was removed. A new lead was implanted on (B)(6) 2016 and the patient was not experiencing side effects at low voltages. The rep reported the issue was resolved at the time of this report. The rep noted the patient¿s lead will be programmed in outpatient clinic in the next few weeks or so. The patient is implanted for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.